Event description:
The reporter stated that the male luer was breaking off the stopcock. There was no pt injury or treatment associated with this event. This event was reported to medex through the distributor.